Manufacturer narrative:
The medical center discarded all product at the time of care withdrawal. There can be no benchtop analysis of the pump to root cause of ischemia. There will be a final report filed should more information be shared that leads to root cause. Failure mode will be monitored and trended. Of note in the IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The medical center had an impella cp placed at the femoral artery for support. On the second day of support the team observed signs of limb ischemia. The team placed a reperfusion sheath to restore flow to the impella limb that had a cold foot. After 2 more days of support the team made choice to withdraw care and the patient expired.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis of the limb ischemia; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of the limb ischemia issue was most likely related to patient condition. The failure mode will be monitored and trended.